Event description:
It was reported that the pump battery would not charge despite using a tandem charging cable. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by using a different wall adapter and charging cable, but the problem persisted. Technical support instructed the caller to plug the pump into a different wall outlet, but the pump did not begin charging. No further information was provided.